Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. Despite several requests for the device return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore the root cause of the reported issue could not be identified. Although we cannot confirm that the air sensor of the reported device was defective, please be informed that an internal CAPA is open to address the subject of "defective air sensor". However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not investigated. The trend is: normal.

Event description:
The following has been reported by customer: this complaint is regarding the air detector board replacement: getting comm error during air calibration again, so replaced the air detector board and the comm error went away. Failed flow rate test, have to recalibrate, pm progress did not save after recalibration the first time, so had to redo it, pm complete, but struggling to download dataset -tried reflashing wifi firmware as another tech suggested, leaving it overnight to see if it fixes it-came in morning on (B)(6) 2024 and the dataset was still not downloaded, reflashed the wifi firmware a second time, and the dataset finally downloaded-finishing documentation, pm complete. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.